Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 106 mg/dl. Customer successfully resumed insulin deliveries after the system check.